Event description:
It was reported that during a de novo, mildly calcified, moderately tortuous, mid, left anterior descending artery stenting procedure, a xience v 3.0 x 15 mm stent was deployed at 10-12 atmospheres. Reportedly, a distal edge dissection occurred and another xience v 2.5 x 12 mm stent were used to successfully treat the dissection. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.